Event description:
It was reported that the patient was hospitalized the last time she was on antibiotics in (B)(6) 2012. See also manufacturer's report # 3004209178-2013-08878. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v658633, implanted: (B)(6) 2011, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v847778, implanted: (B)(6) 2011, product type: lead. (B)(4).